Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
The reported event of inability to pair due to loss of ble was confirmed. Review of the session records provided confirmed that the device is still in shipped settings, resulting in the advertising to be disabled. The cause of the device to be in shipped setting was due to the device entering evvi. How the device entered evvi is unknown, but likely pressed on accident.

Event description:
New information received notes that corrective changes were made to restore the device function. No adverse patient consequences were reported.